Event description:
It was stated that the customer experienced high blood glucose. The reported blood glucose reading was 505 mg/dl during the phone call. Found during troubleshooting that the time was off by an hour which could have affected the basal rates. The insulin passed the prime test. The high pressure test was performed and the insulin pump failed the test two times. The test was performed again and the insulin pump passed. At the request of the customer, the test was performed again and the insulin pump failed the test again.

Manufacturer narrative:
The insulin pump was unable to prime, then alarmed during the prime test due to a faulty force sensor. Unable to perform the occlusion and excessive no delivery tests due to the prime anomaly.